Event description:
Our affiliate reports that during an arthroscopic knee procedure, the fixation device's retention collar came off into the pts joint space. The surgeon resorted to an open procedure to retrieve the foreign body. The case was concluded successfully with out further incident. There is no further statement of pt condition or consequence expressed in the report.

Manufacturer narrative:
Nothing has yet been received for eval. When the complaint device is received it will be subjected to a root cause analysis. The results of the eval will be reflected in a follow-up report.